Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 75% stenosed target lesion was located in the severely tortuous and calcified distal left circumflex (lcx). The 3.5x32mm taxus express2 drug eluting stent (des) was advanced to the target lesion but there was difficulty crossing the lesion. The shaft of the taxus device kinked while trying to cross the lesion and the device was removed from the patient. Once the device was outside of the patient the physician tried to fix the kink and the shaft fractured. The procedure was completed with a different device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.